Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked and the pump had intermittent power issue. It was reported that there was no damage to the battery cap and it was able to tighten properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/19/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/17/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrences of power on reset. Investigation found that the battery compartment was cracked at the threads area. The threads on the battery cap were stripped and it was unable to tighten properly. The pump failed to power on with the returned battery cap. The reported power issue was verified in the black box and duplicated in the investigation. Using a test battery cap, the pump powered on and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Unrelated to the reported power issue, it was observed that the verify screen had a dim pink contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.